Manufacturer narrative:
(B)(4). Procode: phx. Concomitant products: mini tray std cocr +0 offset cat# 110031399 lot# 64855956; cr 40mm glenosphere +6mm cocr cat# 110030778 lot# 64630399. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00746, 0001822565 - 2022 - 00748.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 month postimplantation due to unknown reasons. The tray, bearing, and glenosphere were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.